Event description:
The user facility reported that the device did not hold pressure during a leg amputation. The user facility further reported that it had to depress the cuff manually. The user facility further reported that there was 800 ml of blood loss, the patient coded and had to be resuscitated twice. The user facility further reported that the procedure was completed with an unknown delay length.

Manufacturer narrative:
Cuff was not returned by the customer.

Event description:
The user facility reported that the device did not hold pressure during a leg amputation. The user facility further reported that it had to depress the cuff manually. The user facility further reported that there was 800 ml of blood loss, the patient coded and had to be resuscitated twice. The user facility further reported that the procedure was completed with an unknown delay length.